Event description:
A user facility technician reported a system 1000 hemodialysis device removed more ultrafiltration than intended during a patient treatment. There were no device alarms that indicated a problem with the treatment. Near the end of the four hour treatment, the patient's blood pressure dropped. The treatment was discontinued, the blood circuit was returned along with 700 ml of normal saline. The patient was discharged 0.9 kg under estimated dry weight, fully recovered and is doing fine per facility nurse. Treatment parameters consisted of a blood flow rate of 450ml/min., dialysis flow rate 800 ml/min., and a 4 hour treatment time.